Event description:
Reporter stated that pt's blood glucose was measured, using the inform system, with back-to-back results of 257 mg/dl, 162 mg/dl, and 92 mg/dl. Reporter indicated that pt's therapy was not modified based on these values. No adverse event, associated with the alleged malfunction, was reported. The suspect product was not returned to the manufacturer for eval.

Manufacturer narrative:
This medwatch is for the event initially reported to FDA.